Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the patient data was removed from the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A site representative reported that, while in a cranial resection, the cranial application software became unresponsive after loading a patient exam onto the navigation system. The site restarted the navigation system and were able to progress past the patient selection prompt but the navigation system became unresponsive again. The site then brought in a second medtronic navigation system to complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.